Event description:
The customer reported obtaining suppressed or high tg (triglycerides) results for multiple patient samples involving the unicel dxc 600 synchron system. The customer stated that the samples were repeated on an alternate dxc analyzer and the repeat results were reported out of the laboratory. The customer indicated that the incorrect results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided instrument printouts for ten (10) patient samples. A review of the instrument's calibration and qc (quality control) log indicate that calibration passed within specifications and qc was within the laboratory's established ranges on the event date. A review of the instrument's error log indicates that suppressed (non-numeric) results were generated with blank mean deviation or reaction mean deviation error messages.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered that the photometer lamp had excessive noise upon calibration and proceeded to replace the photometer lamp and preamplifier board to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to the photometer lamp and preamplifier board. Results: preamplifier board.